Event description:
The facility's biomedical department rerported an incident of an overinfusion. Channel c was programmed to infuse a 50 ml bag at a rate of 12.5ml/hr over 4 hours. Approx one hour and thirty munutes later, the infusion was found to be completed. A channel a and channel b were not in use at the time of the event. According to biomed, no pt injury has been reported.